Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Veraflo cleanse choice¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. There have been several attempts made to gather additional information, but there has been no response. This report is being filed due to possible use error. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by he clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or non-adherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On (B)(6) 2018, the following information was reported to kci: a foreign material alleged to be v.a.c. Veraflo cleanse choice¿ dressing was left in the patient's wound, the wound granulated and subsequently required debridement. The kci representative stated it appeared like the nurse cut small pieces and placed them in the wound due to the patient's oddly shaped wound. On (B)(6) 2019, the following information was reported to kci: the v.a.c. Veraflo cleanse choice¿ dressing lot number was not available as the packaging was discarded and no photos of the dressing were taken. The patient's tissue granulated into the "honey comb" portion of the foreign material alleged to be v.a.c. Veraflo cleanse choice¿ dressing. It was alleged that the v.a.c. Veraflo cleanse choice¿ dressing fell apart when the nurse attempted to remove it from the patient's wound bed. The nurse stated the issue with the patient's wound had resolved. The v.a.c. Veraflo cleanse choice¿ dressing lot number was not provided, therefore a device history review could not be performed.